Manufacturer narrative:
There was no allegation that a malfunction of an ion system, instrument, or accessory occurred. A system log review could not be performed because the system logs were not available.

Event description:
It was reported that during an ion transbronchial lung biopsy procedure the patient developed a pneumothorax. This event was discovered intraoperatively with a 3d spin. The physician determined that no chest tube was required. The procedure was able to be completed with no additional complications. There was no allegation that a malfunction of an ion system, instrument, or accessory occurred. Intuitive surgical inc. (Isi) has made multiple attempts to obtain additional information; however, as of the date of this report, no new information has been obtained.